Event description:
It was reported during a da vinci-assisted sacrocolpopexy procedure the mega suturecut needle driver instrument did not cut the sutures. The site replaced the instrument and completed the procedure as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument and performed device evaluation. Failure analysis confirmed the customer reported issue. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.131¿ to 0.142¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions on instrument main tube is typically attributed to mishandling/misuse. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have blade damage. Both blade edges were indented, this can prevent the blades from closing. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through the ¿0-silk¿ suture. The suture got smashed between the blades and required multiple attempt to cut completely through. The root cause of mechanical indentations/burrs instrument blades is typically attributed to mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the device logs for the mega suturecut needle driver (part# 471309-15/ lot-sequence# k10210531-0037) associated with this event has been performed. Per this review of the logs, the mega suturecut needle driver was last used on (B)(6) 2021 on system serial# (B)(4). No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.